Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter observed in the bd connecta¿ stopcock before being used. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: customer reported foreign material issues; however no sample or picture was available for investigation. Material 395240 with lot number 6281899 was manufactured on oct-15-2016 by equipment (B)(4). No qn's or other extraordinary events have been related to the complaint. No issues detected from manufacturing process, maintenance or calibrated instruments. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.